Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, post implant. The noise subsided once the patient was discharged from the hospital. The lead remains in use. No patient complications have been reported as a result of this event.